Event description:
It was reported that the cs100 intra-aortic balloon pump has a leakage. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found it working ok. The fse then performed all tests, pneumatic performance test, safety disk leak test, k6,k7,k8,k6a test, and all tests passed. The fse then checked the leakage in the system but no leakage was there. The unit was working properly and the fs stated that the problem could be on the balloon side. The unit was handed over to the customer in good working condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump has a leakage.